Event description:
It was reported that during an unknown neuro procedure, the jaws of four devices are out of alignment. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # unk, serial # (B)(4). Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The analysis results confirmed that the lx107 (a) device was returned nonfunctional as jaws were found to be in a yielded condition; therefore, the clips could not be loaded into the jaws. Possible causes for this condition may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. Please note that as stated in the IFU: "all surgical instruments are subject to a degree of wear and tear because of normal use. A regular and precise visual check of the instrument should be made before each use. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.